Event description:
Caller reported a cartridge alarm but there was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump to resolve the issue. The customer planned to continue using the current pump or switch to manual injections if necessary until the replacement arrived. Technical support advised the customer to program settings and connect their cgm to the new pump, provided instructions for putting the pump into storage mode, and arranged for a replacement pump to be shipped. The customer was instructed to return the problematic pump within 10 days using a prepaid label to avoid being billed.